Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check yielded no other complaints for similar condition for the lot reported. No obvious trends were noted. Device history review was conducted and no anomalies noted. Regulatory compliance will continue to monitor on monthly trend reports.

Event description:
Consumer reported itching and rash at the injection sites. Consumer has a known allergy to titanium. She saw her md and is using topical ointment to treat itch and rash as prescribed by physician.